Event description:
Hamilton company was informed in 2005 of an event that occurred on august 5, 2005 - the same year, in which the hamilton microlab at +2 instrument reportedly mispipetted samples. No death or injury resulted from this event.

Manufacturer narrative:
Our distributor for the device has investigated this event and has evaluated the instrument. The instrument was found to have contaminated tip clamps and sleeves, which caused an improper tip pick-up and improper sampling. The instrument has been repaired.